Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be due to the improper seating of the cartridge on the pump. The customer cleaned the pneumatic tap area of pump and change supplies as necessary. There was no adverse impact to customer¿s blood glucose level.